Manufacturer narrative:
This report is submitted on may 05, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to open circuit noted on 1 electrode. The patient was reimplanted with another cochlear implant during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on may 30, 2023.